Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely. It was noted that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed. There were no consequences to the patient.

Event description:
New information received notes that programming change was made. The patient's condition after the change was not known.